Event description:
It was reported that the user experienced recurrent low blood glucose around the same time on consecutive days while using the ilet with dexcom, with the device suspending insulin delivery as glucose trended downward and the alert history indicating that low-glucose alerts were issued; the user stated she did not receive alerts, while a family member confirmed alerts were received, and the care team advised adjusting dexcom alert thresholds to notify at approximately 80 mg/dl. Symptoms included hypoglycemia with a nadir of 65 mg/dl and no reported acute complications. Outcomes included transient low glucose for about 10 minutes, no medical intervention, no backup therapy, and recovery to 84 mg/dl by the end of the call. Investigation included review of device data and alert history, and troubleshooting with user education on alert settings. Investigation of this case revealed the device suspended insulin and generated alerts as designed, with incongruent user recall suggesting use-related factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.